Event description:
It was reported that during patient care, the autopulse resuscitation system experienced low run times when utilized with multiple good batteries. No adverse patient sequelae was reported. Additional information was received on (B)(6) 2013, whereby customer indicated that when the batteries were initially received they charged up ok and the charger used to charge the batteries was the cadex charger. Customer is in a four battery rotation, with two being in service per day. When the batteries are taken out of the charger, the color and number of leds illuminated are not recorded. The batteries that the customer currently has in service indicated one green led when the battery button was pushed. No additional information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 09/06/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.